Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the average tortuous, tough calcification and 90% stenotic distal left circumflex artery (lcx). The physician first attempted to cross the lesion with ivus, but was unsuccessful. The physician then attempted to dilate the lcx with a 3.00x200mm maverick2 balloon which ruptured soon after inflation. The procedure was successfully completed with a non-bsc device. Patient status is listed as "fine".